Event description:
The customer reported that the system was arcing. The fse noted the system was down. This in indicative of a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image intensifier power supply. The system operates as intended.